Event description:
It was reported that 7 months following a drug eluting stenting treatment procedure, the pt returned with anginal symptoms. In 2003, angiography revealed a mid-left anterior descending occlusion. A taxus express 2 3.5 x 24 mm drug eluting stent was placed; angiographic result was "perfect". The pt took plavix 75 mg/day for 6 months (12/2003). The pt then began to have recurrent anginal symptoms in 1/2004. Pt presented in 01/2004 with acute chest pain, EKG changes and a subsequent acute myocardial infarction. Angiography was performed the next day, revealing an occlusion of the taxus express2 stent. The physician treated the thrombosis by pre dilating the occlusion, then deploying a taxus express 2 3.5x 28mm drug eluting stent inside the previously placed taxus stent. The pt received heparin pre-procedure and during the procedure. Post-procedure, pt was treated with plavix and reopro infusion for 12 hours. Pt was prescribed plavix 75 mg for six months and aspirin 75 mg for an unknown period. The clinical outcome was reported to be good. The pt's status is reported to be very good. The opinion of the physician is that the thrombosis was related to the taxus stent.